Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013, at an unspecified time in the evening. She tested on the subject meter and observed a value of "400mg/dl" which she felt was high based on her normal readings/feelings. The patient manages her diabetes with metformin pills, and an unknown type/dose of insulin. It is not known if the patient made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that immediately after testing she developed symptoms of "shaking" and treated with food/drink at approximately 11pm. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were reported to be expired. Replacement products have been sent to the patient and subject meter is pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.